Manufacturer narrative:
The pump was returned for power error alarms and the detailed trace analysis confirmed the alarms. The pump was received with minor scratches on the lcd window and a scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected (pump error 25). Customer's blood glucose at time of incident was unknown. The customer stated that power error occurred every 4 hours.